Manufacturer narrative:
(B)(4). Photos were provided by the customer showing the io insertion. Based on a review of the photos, it is possible that the clinician may not have been able to place the io in the epiphysis due to the positioning of the needle. No lot number was provided; therefore no device history record (DHR) review could be performed. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. Based on the available information, there is no evidence of any device malfunction or deficiency. It is possible for extravasation to occur if the needle set used was too short for the patient, or if any fluids were infused into the cortex/tissue because the cannula had not been positioned in the medullary space. The ez-io needle set instructions for use states "5mm of the catheter (one black line) must be visible outside the skin" when selecting the correct needle size prior to insertion. It also advises to "advance needle set approximately 1-2cm. After entry into medullary space." Teleflex will continue to monitor and trend for this issue.

Event description:
The customer alleges that an ez-io 25mm needle was inserted into the proximal tibia of a patient. 5% sodium bicarbonate and dopamine were infused, via io route, for resuscitation. In less than three hours after infusion treatment, the insertion site happened to have a complication of extravasation and blood clot with blisters. The physicians removed the io needle. The condition of the patient is good. There was no additional treatment for the limb (no surgical or additional procedures). The mottles have dissipated gradually, as well as, the blisters.

Manufacturer narrative:
(B)(4). The patient is reported as good. No intervention needed. Note: it is reported that no particular dressing was used. The ezio stabilizer was not used. The investigation is incomplete at the time of this report.

Event description:
The customer alleges that an ez-io 25mm needle was inserted into the proximal tibia of a patient. Five percent sodium bicarbonate and dopamine were infused, via io route, for resuscitation. In less than three hours after infusion treatment, the insertion site happened to have a complication of extravasation and blood clot with blisters. The physicians removed the io needle. The condition of the patient is good. There was no additional treatment for the limb (no surgical or additional procedures). The mottles have dissipated gradually, as well as, the blisters.